Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Parents reported the pt often experiences elevated blood glucose of 400-500 mg/dl, and they believe the insulin delivery of the infusion device is too low. Also, for the past 2-3 months, the piston rod makes abnormal noises during extension and retraction. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.